Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's vapr tripolar 90 suction electrode tip broke off in the patient. The sales rep stated that the tip was removed from the patient with a grasper with no debris left behind. The sales rep was not certain if there were any procedural or anatomy factors that contributed to breakage. The case was completed with another like-device with no patient harm, but a five minute delay to remove the tip of the electrode and open the new device. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the distal active tip of the device had been severed from the rest of the device. The ceramic housing of the distal tip was cracked on the proximal end, and there was a small indentation on the metal portion of the tip. Also, the active return tube was bent. The device was forwarded to the manufacturer for further investigation into the observed failure. The manufacturer conducted destructive testing on sample electrodes of the same product code in order to reproduce the distal tip breakage. The results from this destructive testing revealed that compression forces above the design specification were required to cause the distal tip to break as observed with the complaint device. The manufacturer also provided insight into the cracked ceramic housing and the weld failure between the distal tip and the active return tube, indicating that tensile forces contributed to the breakage of this region. From these findings, the manufacturer indicated that the most likely root cause for the distal tip breakage was a combination of excessive compression and tensile forces being placed on the distal tip. If the surgeon leverages the distal tip against a hard surface, the distal tip may crack at the ceramic housing joint as observed. Furthermore, if the distal tip were caught against a hard surface and then excessive tensile force was applied to retract the device the distal tip may have been disassociated as observed therefore are potential root causes for the observed failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.